Manufacturer narrative:
(B)(4).

Event description:
Received info the pt had a revision on (B)(6) 2011 after suffering a loss of therapeutic effect. After device interrogation it was decided the leads had "fallen out." Physician revised the whole system. Additional info received stated when the device is turned on the pt experiences a shocking or jolting sensation. Post implant while the medtronic representative was programming the device the shock occurred. Pt described it as going all the way down to her feet with spastic behavior of the legs and feet. Representative instructed the pt wait and let the system heal and they would try programming again at the next appointment. Info has been requested and if received a follow up report will be sent.